Event description:
A customer contacted beckman coulter inc. (Bec) to report obtaining erroneously an elevated troponin (accutni) result above the ami cutoff generated by the unicel dxc 600i synchron access clinical system for one (1) patient. Erroneous result was not reported out of the lab. Repeat analysis of the sample on the same instrument reproduced the erroneous result. Testing of the sample on an alternate instrument produced a "negative" result. The patient's electrocardiogram results were normal. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Specific sample collection device and centrifugation information have not been supplied to date. System check and qc data have not been supplied to date. Patient samples were sent to customer product line support (cpls) for further testing which revealed two kinds of interferences: a heterophile interference and a weak interference which likely relates to alkaline phosphatase. This interfering compound distinct from heterophile antibodies causes reproducible false positive results. Root cause is associated with interferents in the patient sample.